Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reex0803 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported per information received by pfm medical: after puncturing the port with the needle, the tubing had a leak and was not used further. It was discovered during rinsing. Per user report: date of the incident: (B)(6) 2021. Patient gender: female. Description of the incident: port catheter pierced, tube had a hole, this was only noticed when rinsing when it was already in place. Were there really serious consequences for the patient, user or third party? - no possible serious consequences: contamination and thus a risk of infection would have been possible. Contamination of personnel and material is another possible consequence

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), applicable fmea documents, applicable manufacturing records, returned sample analysis, and labeling. Based on a review of this information, the following was concluded: the complaint of a leaking infusion set was confirmed. One ez huber safety infusion set was returned for evaluation. The safety mechanism and brown clamp were both engaged and what appeared to be a white precipitate could be seen inside of the extension tubing. In a functional test, the infusion set was flushed with water and a leak appeared where the extension tubing is bonded to the needle housing. A microscopic evaluation showed that adhesive was present where the tubing joined the needle housing and the tubing was positioned within the housing per specification. No breaks could be found in the tubing; however, water from the functional test could be seen between the housing and tubing, which indicates a breach in the adhesive bond between the tubing and the housing. Since the infusion set showed a leak when tested, the complaint is confirmed; however, the source and cause of the leak could not be determined; therefore the cause is unknown.

Event description:
It was reported per information received by pfm medical: after puncturing the port with the needle, the tubing had a leak and was not used further. It was discovered during rinsing. Per user report: date of the incident: (B)(6) 2021. Patient gender: female. Description of the incident: port catheter pierced, tube had a hole, this was only noticed when rinsing when it was already in place. Were there really serious consequences for the patient, user or third party? No possible serious consequences: contamination and thus a risk of infection would have been possible. Contamination of personnel and material is another possible consequence.